Event description:
Reportedly, the instrument misfired resulting a 2cm diameter hole in the vena cava of the right hepatic vein confluence and 600cc of blood loss. The surgeon repaired the hole by suturing the site and used another stapler to finish the procedure without further incident. Procedure: right hapatectomy.